Event description:
Medication added to pump and alert for "battery" sounded. No prior warning or indication that battery was low. IV pump had been functioning fully and without issues prior to the staff member adding a medication to the pump. Unable to resolve battery alarm. Another pump was obtained. Patient experienced delay in care until IV pumps were switched out.this facility is experiencing multiple similar issues with this device. The battery life does not last the expected amount of time, regardless of whether the pump is plugged in and indicating fully charged. All of the pumps at our facility are affected (estimate >1,000). There is no warning or pattern to when the battery on the pumps will shut down. When the battery shuts down, the staff are unable to get the pump started back up and a new pump has to be used. This facility has been in contact with the manufacturer multiple times over the last several months. There is currently no solution to the problem that has worked. The malfunctioning batteries have been exchanged with new batteries, but the new batteries are having the same issues.